Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent olif (oblique lumbar interbody fusion) at l4-l5 due to lcs (lumber canal stenosis). Post-op, the cage moved backwards slightly. As result of this, the patient suffered mild numbness and underwent revision surgery for removing the defected cage.